Manufacturer narrative:
The customer contact indicated the device was discarded. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a crack in the semi-rigid adapter of the clave secondary port; subsequently, a leak was noted. At an unspecified date, the tubing set was to be deliver an unspecified volume of normal saline. It was reported that during priming of the tubing set prior to pt use, an unspecified volume of solution leaked from a crack in the semi-rigid adapter of the clave secondary port on the cassette of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.